Manufacturer narrative:
No pt identifiers were provided. The vocal fold augmentation was performed by dr. (B)(6). The amount of radiesse voice, injection date, the date of surgical removal and the radiesse voice lot used were not provided in this article. Therefore, the device history records could not be reviewed. The pt outcome after the caha was removed, was not provided in the article.

Event description:
This adverse event was reported in the journal: long-term results of caha for vocal fold augmentation, the laryngoscope 121: 313-319, (B)(6) 2011. Ninety pts (all over the age of (B)(6)) who had been treated with a total of 108 vocal fold injections with radiesse voice injections were evaluated. Three pts experienced adverse events, requiring surgical removal of the caha. Shortly after the radiesse voice injection, it was noted that the pt had an infraglottic collection of caha. This was presumed to have been migration of the product, as it was not recognized during the radiesse voice injection performed under microscopic visualization. Although not life-threatening, the caha required surgical removal.